Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr resurfacing - right, reason(s) for revision: dislocations (not arising from traumatic event).

Event description:
Asr revision.asr xl - right.reason(s) for revision: dislocations (not arising from traumatic event).(B)(4) 2015 - update - rcvd product and lot numbers - and products are xl.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr xl - right. Reason(s) for revision: dislocations (not arising from traumatic event). 27 jan 2015 - update - rcvd product and lot numbers - and products are xl. 31 march 2015 - update - rcvd scf, added new reasons for revision - component loosening, pain, noise and alval, amended revision date to (B)(6) 2014 as per scf. Added surgeon and hospital, added unknown stem

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr xl - right. Reason(s) for revision: dislocations (not arising from traumatic event). 27 jan 2015 - update - rcvd product and lot numbers - and products are xl. 31 march 2015 - update - rcvd scf, added new reasons for revision - component loosening, pain, noise and alval, amended revision date to 02 nov 2014 as per scf. Added surgeon and hospital, added unknown stem. 21 april 2015 - update - rcvd patient notes, states stem believed to be corail. Patient had feeling of instability in joint, superolateral migration of the acetabulum, but only about 4mm. Added gender as female.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.